Event description:
It was reported that an error code 1872 (during testing / no patient injury) was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the labels were all in tact. During functional testing, the reported problem was duplicated. Error code 1872 was on the pump display during the investigation. The root cause of the reported issue was the motor was locked and optical switch had a broken wire causing error code 1872 on the pump display. Recommended replacement of the motor and optical switch.